Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25093. It was reported the patient (B)(6) was experiencing uncomfortable heating while charging. Subsequently, the patient received a replacement charging system. The patient's device information is unknown at this time.

Manufacturer narrative:
(B)(4). This device model is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the replacement charger resolved the issue. Additionally, it was reported the patient's ipg was implanted (B)(6) 2013.